Event description:
A surgeon reported a pt's corneal endothelium was touched by the intraocular lens (iol) during surgery. The number of corneal endothelium cells was reduced from 2,000/mm2 to 700/mm2. Add'l info revealed the reduction of endothelial cells may have been the result of surgical technique.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation.